Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 9:30am, the patient's daughter noticed the patient was disoriented, having a seizure and unresponsive. The cgm was displaying 127 mg/dl and no bg was taken. The daughter called paramedics and a bg was checked and it was 52 mg/dl while the cgm was 120 mg/dl. The patient was treated with IV fluids and taken to the emergency room. The patient started to regain consciousness while in the ambulance. Upon arrival at the ER at approximately 10:00am, the patient's bg was taken and it was 129 mg/dl while the cgm was 48 mg/dl. The patient was advised to stay in the ER for monitoring. Bg finger stick testings were done and IV fluids continued. The patient as discharged at 5:00pm and still felt weak during discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid was taken when the paramedics arrived. The reported glucose values fall within the b zone of the parkes error grid was taken at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.